Event description:
It was reported that a user on the ilet bionic pancreas experienced recurrent low blood glucose while using the pump, with the lowest reported value below 40 mg/dl, and the healthcare provider advised discontinuation of pump therapy; the user stopped using the pump and initiated a product return. Symptoms included headache, dizziness, and symptomatic hypoglycemia requiring treatment. Outcomes included treatment with oral glucose in the form of glucose tablets and orange juice, with no use of glucagon and no hospitalization. Investigation included review of user feedback regarding glucose trends and correction behavior. Investigation of this case revealed an unclear cause, with the user suspecting aggressive correction contributing to low glucose. It was concluded that the event involved hypoglycemia with an undetermined root cause and that the device was returned by the user.

Manufacturer narrative:
A review of the complaint information and device engineering logs was conducted for the reported hypoglycemia events occurring on and prior to (B)(6) 2025. The user reported experiencing recurrent low blood glucose events, including one episode reportedly below 40 mg/dl, which was self-treated with glucose tablets and orange juice. No glucagon use, ems involvement, or hospitalization was reported. Following consultation with the healthcare provider, the user discontinued use of the ilet system and requested to return the device. Engineering log review confirmed that on (B)(6) 2025 at 1:49 pm, a factory reset was performed, and the setup process was not completed thereafter (e.g., body weight entry, cgm pairing). As a result, the device was not able to provide therapy after this time. Prior to the reset, the ilet system was operating with a dexcom g6 cgm and generated appropriate glucose alerts in response to cgm values, including low and urgent low glucose alarms. No motor errors, delivery faults, or malfunction alerts were identified in the engineering logs. Insulin delivery behavior was consistent with cgm input and system design, and there was no evidence of inaccurate dosing relative to delivery requests. Based on the available information and log review, the device was found to be functioning as intended. The reported hypoglycemia events could not be attributed to a device malfunction. The user declined additional training and elected to discontinue therapy per healthcare provider guidance. No product was returned for physical evaluation at the time of this report. This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.